Event description:
It was reported to covidien on 11/01/2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter is dislodging from the patient due to lack of cuff ingrowth. Catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: 11/10/2010. An investigation is currently underway; upon completion, the results will be forwarded.